Event description:
During a cataract extraction surgery, upon initiation of phaco emulsification, a small white pellet approx 3mm in size, was discharged into the eye from the phaco hand piece. The hand piece was removed and the white pellet was aspirated out of the eye. Alcon research, llc. FDA safety report ID# (B)(4).